Event description:
It was reported that (2) devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon used the 5110 trocars and found the outer seals torn. The case was completed using another instrument. There was no consequence to the pt.